Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The pump was received with stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm and motor position encoder error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was exposed to an x-ray. The customer disconnected the pump and does not remember if the pump was in the room or with her or with her clothes in the other room. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.